Event description:
User facility reported the warming device was in use with a pt for an unk amount of time when the temperature control increased from 46 degrees celsius or 70 degrees celsius. The increased temperature reportedly produced burns on the pt's feet. No information on pt treatment is available. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.